Event description:
Upon deployment of the angio-seal device, ischemia of the leg was noted immediately. Surgical correction was necessary. The surgeon stated that the anchor was placed through the postero-lateral wall and that the collagen plug was intra-luminal. No additional info is available.